Event description:
It was reported that the patient was not feeling well and that half of the device was not working. The device tripped elective replacement indicators and when the device does this it switches to vvi mode which would explain why half the device stopped working (per a systems engineer). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.